Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5-3.0x40mm, 90% stenosed, eccentric and progressive target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery, with a significant bend between 45 and 90 degrees. The lesion was pre-dilated resulting in 50-60% residual stenosis, and a 2.5x28mm omega stent was deployed. The 2.75x16mm omega stent was advanced distal to the previously implanted stent, following deployment it was noted that proximal end of the stent was deformed. A 3.0x20mm omega stent was implanted on the proximal end for support. No patient complications were reported and the patient status is stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).